Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a reverse shoulder arthroplasty, the spider arm positioner used to position the operative side arm suddenly dropped without the foot pedal being pressed. The surgeon and his assistance caught the arm, preventing injury. Then the unit resumed function. Unknown if the issue caused any surgical delay. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). H3, h6 the reported device was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include issues during setup of the device. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided and thus a device history record review, complaint history review and risk management review could not be conducted. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.